Event description:
Physician has had several problems with the inflation device not sealing properly with the back hub of the advance balloon. He was not able to deflate the inserted angioplasty balloon because of difficulties between the balloon catheter and inflation device. The balloon catheter was subsequently removed. Pt is fine.

Manufacturer narrative:
Expiration - unk as not provided by reporter. Expiration- unk as lot is unk. MFR date: unk as lot is unk. Event eval: still under investigation.